Manufacturer narrative:
This device is used for treatment not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. DHR review showed no related issue to this complaint.

Event description:
A hospital in (B)(6) reported a patient was treated for a subtrochanteric left femur fracture on (B)(6) 2011. The patient was allowed full weight bearing beginning (B)(6) 2012. Patient complained of pain in the left femur on 6/18/12. On (B)(6) 2012 a screw was noted as broken and dislocated and patient was diagnosed with non union. The patient was returned to the operating room on (B)(6) 2012 for femoral head replacement. This report is #4 of 6 for the same event.